Event description:
A malfunction with the pump's touchscreen responsiveness was reported, rendering the customer unable to interact with the screen. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Despite attempting a pump reset, the screen remained unresponsive. Technical support provided the customer with instructions and arranged for a replacement pump to be sent. The customer was informed about the updated software and available training and was instructed to use multiple daily injections as backup therapy to ensure insulin delivery continuity. The customer was also guided on returning the problematic pump to tandem and acknowledged receipt of all instructions.